Event description:
Related manufacturing reference number: 2017865-2022-08294. It was reported that a patient's pacemaker and ventricular lead exhibited noise which led to oversensing. No intervention was performed, the patient would continue to be monitored. The patient was stable throughout their interrogation.

Event description:
Additional information received noted that there was a reoccurrence of noise oversensing identified through remote transmission. No interventions were performed. There were no patient consequences.